Manufacturer narrative:
This report is being retracted as it was found that the information provided on the rupture as a late complication was already reported in our event# 43267, please refer to MFR report # 2017233-2019-01153. Therefore,MFR report # 2017233-2019-01165 is considered a duplicate of MFR report # 2017233-2019-01153.

Event description:
The following publication was reviewed: "erfahrungen und ergebnisse mit der endovaskulären behandlung von (aorto-)iliacalen aneurysmen mit iliac branch endograft (ibe)" [english translation: "experiences and results: endovascular treatment of (aorto-) iliac aneurysms with iliac branch endografts (ibe)"]; poster presentation at the 35th annual scientific conference of the dgg, deutsche gesellschaft für gefässchirurgie und gefässmedizin (german society for vascular surgery and vascular medicine); october 16 to 19, 2019, mannheim (germany). Authors: o. Stanger, s. Lacher, c. Schön, s.schönhofer, r. Mansour, e.heyzl, j. Hudjetz, t.kubinke, r.gothbi; helios klinikum münchen west (pasing), aortenzentrum süd. Purpose: the poster reported on technical and clinical experiences with implants involving gore® excluder® iliac branch endoprostheses. Methods: 62 male patients with a mean age of 77.7 years were treated with gore® excluder® iliac branch endoprostheses (uni-iliac: n=54; bi-iliac: n=8) between september 2013 and september 2019. Treated indications were abdominal aortic aneurysm/common iliac artery aneurysm: 38 patients; common iliac artery aneurysm only: 17 patients; internal iliac artery aneurysm only: 3 patients; common iliac artery aneurysm/internal iliac artery aneurysm: 4 patients. Results: retrospective data analysis revealed that technical success (24 hours) and clinical implantation success (30 days) was 93.5 % each. There was no 30 day (in-hospital) mortality. Cumulated 130.7 patient years show now case of prosthesis infection, late occlusion, stent migration or loss of stent integrity. The information provided on the poster reports rupture as a late complication.